Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as it could not be resolved by the user.